Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported using cold insulin. Tandem customer technical support advised the customer to use room temperature insulin. There was no reported adverse impact on the customers blood glucose level.